Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), diverticulitis ("diverticulitis"), restless legs syndrome ("restless legs syndrome") and female sexual dysfunction ("sex is 200% better after removal"). The patient was treated with surgery (essure coil removal). Essure was removed in 2005. At the time of the report, the medical device removal, diverticulitis, restless legs syndrome and female sexual dysfunction outcome was unknown and the fatigue was resolving. The reporter considered diverticulitis, fatigue, female sexual dysfunction, medical device removal and restless legs syndrome to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : fatigue and medical device removal, restless leg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), diverticulitis ("diverticulitis"), restless legs syndrome ("restless legs syndrome") and sexual dysfunction ("sex is 200% better after removal"). The patient was treated with surgery (essure coil removal). Essure was removed in 2005. At the time of the report, the medical device removal, diverticulitis, restless legs syndrome and sexual dysfunction outcome was unknown and the fatigue was resolving. The reporter considered diverticulitis, fatigue, medical device removal, restless legs syndrome and sexual dysfunction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : fatigue and medical device removal, restless leg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event diverticulitis was added. Follow up 3,4,5 processed together. On 23-mar-2020: social media received. Reporter was added. On 23-mar-2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"). The patient was treated with surgery (essure coil removal). Essure was removed in 2005. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter considered fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fatigue and medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.